Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the keyboard was not working. A field service engineer (fse) instructed to customer to ensure that the num lock key was turned off. If necessary, a system reboot should be performed. The keyboard was tested and confirmed to be fully functional. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the keyboard was not working. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.